Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting premature battery depletion, fault code 13 and fault code 20.